Event description:
It was reported that during implant testing, post shock, the right ventricular (rv) lead started showing some artifact. Fluoroscopy showed that the new rv lead was touching the old rv lead, which caused the oversensing that was being seen. The new rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.